Event description:
It was reported that after installing the bearing, the locking bar didn't go straight in and could not be seated in the tibial tray. Staff noticed that the bottom surface of the bearing was not flat and it tilted like a seesaw when placed on the tibial tray. The surgery was completed with another device. The surgical technique was utilized. There was less than a 30 minute delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: (B)(6) - biomet cc cruciate tray 79mm - (B)(6). G2: foreign country: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual inspection of the returned device was performed. Verified product identifiers. Product exhibits signs of use (gouge on the bottom surface). There is a raised surface on the bottom, near the anterior slot between the notches and a possible gouge in the bottom middle of the anterior slot as well. Performed dimensional analysis and results were found to be within specification. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.